Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported, that his infusion device was displaying a "3.00 and 77" on the display screen. The patient was aware of the recall but stated that the power pack had been in use for over a month. The patient was advised to discard all old power packs and use only the correct power packs. The patient inserted a new power pack into the infusion device and it functioned properly. The patient's blood glucose was not affected. The patient did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned.